Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps. The hp was connected to the homechoice (hc) during use, during initial drain. The hp stated that they forgot to open the clamp for the patient line during priming. The hp connected and disconnected right away. The technical service representative (tsr) assisted with ending therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.